Event description:
It was reported that the left ventricular lead had an issue with poor position. The lead was subsequently turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.